Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that when the pharmacy technician attempted to refill or inventory medications in half-height drawer 3.2 cubie e4 or 4.1 cubie e4, the drawer opened but the lids did not, and the station rebooted. Upon inspection, no nicked cables or conductive material were found, and the row-board connectors for drawers 3 (1 & 2) and 4 (1 & 2) were reseated. The root cause was determined to be loose row-board connections. A field service engineer confirmed that the issue was resolved after reseating the connectors, as evidenced by multiple successful hta tests and the pharmacy technician completing inventory in both cubies without further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es during medication refill, the appropriate drawer or pocket opened, and the system then rebooted unexpectedly. However, there were no delays or adverse events or injuries reported based on this event.